Manufacturer narrative:
Following the submission of the initial MDR, it was determined that this was submitted under the incorrect business unit. This MDR will be voided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
We have had several issues with bd needles over the last month. There may be is issue with grey sheathing wrapping needle that the tube goes over. I¿ve attached some pictures of the lot #¿s and what is happening. Could this be forwarded as an issue to bd quality. It has happened a handful of times now (>5) and an issue. If there is something I need to do let me know.